Event description:
Caller reported a cgm error 42, but there was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, successfully starting a new sensor session, with the sensor entering the warm-up period.